Manufacturer narrative:
The customer did not return the strips. A specific root cause for the event could not be determined. The customer did return the meter. The returned meter was tested with retention strips and control solution. All of the returned results are within acceptable range. The allegation, in this case, could not be substantiated.

Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer complained of erroneous results from 5 samples tested for blood glucose on the accuchek inform ii meter (serial number (B)(4)). Three of those samples were discrepant. It was unknown if any of the results were reported outside of the laboratory. On (B)(6) 2016, the results of 217 mg/dl at 18:18 compared to 149 mg/dl at 18:19 were obtained for patient 1. On (B)(6) 2016, the results of 304 mg/dl at 10:33 compared to 128 mg/dl at 10:33 were obtained for patient 2. On (B)(6) 2016, the results of 313 mg/dl at 10:55 compared to 158 mg/dl at 10:56 were obtained for patient 3. There was no adverse event. The suspect product was requested to be returned and the replacement product was sent. The date of birth for patient 2 is (B)(6) 1933. Patient two is female. The date of birth for patient 3 is (B)(6) 1924. Patient three is male.